Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical products: 5076-45 lead implanted: (B)(6) 2003. (B)(4).

Event description:
It was reported that the patient felt "bumping" in the device pocket. This "bumping" was not consistent with any position or activity and the physician was unable to reproduce it. It was also reported that the device experienced possible early battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.